Manufacturer narrative:
The device was not returned to cybersonics for evaluation. The event occurred during reuse of the device. Instructions for use (IFU) of the device recommends 5 reuses. It is not clear how many times the device has been reused. A review of similar reported complaints indicates that this reported phenomenon is likely attributed to excessive force applied on the device, excessive use of the device and/ or excessive bending during the procedure.

Event description:
The doctor was performing percutaneous nephrolithotomy procedure (pcnl) and during the procedure, probe broke. The doctor removed the probe from the patient and continued the surgery using another probe. No injury was reported to the patient.